Manufacturer narrative:
Continuation of medical device: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was loss of pacing due to noise on the right ventricular (rv) lead. A replacement was attempted but was unable to obtain access. The patient was transferred to a second facility where the lead was explanted and replaced. It was further reported there was a possible fracture and high impedance. During the replacement procedure, the right atrial (ra) lead was observed to have insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.